Manufacturer narrative:
The device involved in this incident has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that with a rate of 175 ml/hr the connect feeding pump fed a 220 ml dose in under a half an hour.

Manufacturer narrative:
An evaluation of the pump was performed. All device history (DHR) record are reviewed for quality inspections and compliance prior to releasing the product for shipment. A functional test and visual inspection were completed. The connect pump was de-certified, upgraded to 2.03 and performed a re-certification test. Part of the certification process is to test the functionality of the pump with a feeding set and water. A new feeding set was used to perform this certification. The possible root cause could be because of a faulty ultrasonic sensor assembly. The ultrasonic sensor assembly will be replaced, and a factory certification will be completed on the pump. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.